Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the device hadn¿t been working for quite awhile/ a couple months ago. The patient stated it was 0.1v, 0.2v, 0.3v and now it was all messed up and on 1.2 v and they were feeling stimulation in the legs and all over. The patient reported they had some leakage from their bladder but the therapy was helping them. The patient stated they had a urinary tract infection. The patient asked if they should feel stimulation all the time? It was noted there were no traumas/falls that occurred. While on the call, patient services assisted the patient with using the programmer to sync and setting was showing p4 at 2.7v and the therapy was on. The patient asked if the setting was too low and that they were not sure that was the number the healthcare physician (hcp) had it on and that they were not feeling stimulation. The patient said they didn¿t know if they should. The patient was asked if the therapy was helping 50% or more and the patient said the hcp told them their therapy was helping them tremendously. The patient mentioned they put batteries in the programmer on the day of the call. It was reviewed with the patient that stimulation should not be painful or uncomfortable and that patients didn¿t always feel stimulation but to focus on symptom relief. Patient services asked the patient if they wanted to adjust the setting and the patient said it was fine where it was at. There were no further complications reported/anticipated.